Event description:
On (B)(6) 2010, the patient reported that, a couple of weeks ago, he noticed the up and down buttons on his insulin infusion device were not properly working. He stated that now the down button will not work at all. He said he has switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.